Event description:
Per report, after the successful transfemoral placement of a sapien 26mm valve and 24fr introducer sheath set removed, on contrast image picture, a small tear was observed in the distal aorta just above the bifurcation. A 40x100 wall stent was prepped and was placed successfully over the area. The patient was stable post-procedure and was transported to recovery per the facility protocol. Additional information provided by the sales rep: the patient's access vessel minimum luminal diameter was 7.1mm on left access side, but at the injury site (on the distal aorta) it was 11.6mm x13mm. There was no calcification and mild tortuosity. Nothing abnormal was noticed while prepping the sheath. There were no difficulties experienced while advancing and removing the devices. The cause of the aortic dissection is unknown.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 24fr sheath is 8 mm. In this case, the cause of the aortic dissection cannot be confirmed; however, per report, the access site diameter was 7.1mm with no vessel calcification, and mild tortuosity. It is possible that a combination of the patient's vessel size for a 24fr sheath in combination with vessel calcification and / or tortuosity not appreciable on imaging caused or contributed to the reported event. A device history records (DHR) review showed that the sheath met specifications prior to its release for distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.